Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "damaged keypad", which was reproduced. The device evaluation confirmed the #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: self activation or keying; failure to sense.

Event description:
It was reported that a spectrum pump had a damaged keypad. Any patient involvement, injury or medical intervention is unknown.